Event description:
It was reported that the patient was in the emergency room with low heart rate, the device was at elective replacement indicator, and no output was seen on the device. During the replacement procedure the lead failed during interrogation, and it was noticed that the insulation had separated from the lead body. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was found to be normal.